Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract with intraocular lens (iol) implantation surgery, the iol hit to posterior capsule causing rupture. The initial surgery was completed without iol replacement and any other treatment. The patient was treated with moxifloxacin, fluorometholone, bromfenac, cefdinir, marslen s, acetazolamide, potassium l-aspartate eye drops. Due to posterior capsule rupture, considering the necessity of vitreous surgery, the patient was transferred to another hospital. It was unknown if additional surgery was performed. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in sections d.10, h.6 and h.10. The injector was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no sample or additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).